Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture" and "deflation", "occurred while patient was running". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening and observed opening in the diaphragm valve assesses as a cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. ¿ plug strap separated: not observed through visual inspection. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "deflation", "occurred while patient was running". This record is for the right side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: plug strap separated.

Event description:
Healthcare professional reported "rupture" and "deflation", "occurred while patient was running". Healthcare professional later reported "plug strap separated". This record is for the right side. The device was explanted.